Event description:
Customer's mother reported that the customer's insulin pump had a button error alarm and that the bolus button stopped working. The blood glucose reading was 324 mg/dl. Customer stated that he had jumped into the pool with the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and the button response was intermittent due to corroded keypad traces. The insulin pump had minor scratched display window, cracked display window corner, cracked reservoir tube lip and bleeding on display glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.